Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Analysis of the recharger ((B)(4) ) revealed that the device was corroded and it was scrapped. Country: (B)(4).

Event description:
The patient reported the charging system did not turn on. Premature battery depletion occurred. The patient experienced symptom return. The recharger was replaced and the issue was resolved at this time. It was noted the device was returned to the device manufacturer. No surgical intervention occurred or was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.